Manufacturer narrative:
On 08 september 2017 the medical affairs performed a clinical evaluation and commented as follows: partial hip (stem, head and liner) revision surgery occurred 3 years after primary cementless tha. Radiographic images provided show a loose stem, with no osseointegration. History and/or evolution of this case is not known: osseointegration may have started and then withdrawn for any of several reasons or it could never have started, which would be surprising as the patient maintained such condition for three years. Aseptic loosening is a possible, literature described adverse event after primary cementless tha and causes are often unknown. In this case, the reason of this event cannot be determined because information is insufficient. Batch review performed on 11 september 2017. Lot 143473: (B)(4) items manufactured and released on 09 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient complained of ongoing pain. The surgeon reviewed x-rays and suspected loosening of the stem. Revision surgery was undertaken and loose stem confirmed intra-operatively. It was removed and replaced.